Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori's screen went blue (blue man icon) and both the real intelligence tablet and the real intelligence 24 in. Touch screen shut off. The console was disconnected and reconnected 3 times, but the system could not resume. Then it was powered off and on 6 times, but the problem persisted. As a final attempt, the electric wire was connected directly from the ccu to a power plug, but the problem remained. This caused a significant delay and the surgery was completed by changing the surgical technique. No patient harm reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The complaint cori console was connected to a test monitor, camera, and foot pedal. When the console was turned on and the front panel came on the console screen went to the "blue man" icon. After multiple times powering on/off the console's screen would go back to blue man. The console's led"s did not light up when a drill, foot pedal, or tablet was connected, nor did the monitor come on. The tcu board was replaced with a new board and the led's lit up, and the monitor displayed the smith & nephew logo, then the monitor and the console screen went to blue man. The power management board was removed and replaced with a new pmb and had the same result. The complaint tablet was connected to a test console and the led on the test console began to blink. The tablet screen stayed black then went into sleep mode. The black cable to the complaint tablet was rotated then the screen started to glitch then went black. Continuity was tested on the tablet and passed with no failures. The 24 in. Touch screen has not been received. System log files or screenshots were not available as there were no access to the terminal. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a functional evaluation, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a faulty mother board. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d9.